Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical cadd legacy plus pump was alarming entry occlusion alarm in a cadd plus pump in the blincyto infusion. Patient arrived at the hospital complaining about the alarm. Upon arriving at the oncology sector, the nurse (B)(6) informed that the pic team had visited, performed an ultrasound on the arm, washed the system and everything was right with the catheter, but the pump was still alarming. I took another plus pump and made the change. In the same way from time to time the bomb would alarm. Family and patient were uncomfortable and insecure with the bomb alarming. The patient's wife, from the health area, asked the nurse for a blood test to check the clotting, as it could be something with platelets. Contact was made with the distributor, where another pump was requested. With the delay in delivery of the pump, the test result was ready, the patient was released. We met them at the reception, informed them that the infusion was going on, opted to hold the alarm ringing and leave. Important to mention that my equipment worked perfectly on the three pumps. No adverse patient effects were reported.